Event description:
Following the deployment of a boston scientific synergy xd 3.0mm x 28mm drug eluting stent to the proximal left anterior descending (lad), the physician attempted to remove the stent delivery system. The shaft of the delivery balloon broke off, leaving the delivery balloon inside the coronary artery. This restricted flow and required emergent intervention to resolve. A second stent was deployed to fix the balloon to the proximal lad. Unfortunately the patient expired as a result of massive bleeding hours after the vessel was re-perfused. Manufacturer response for drug eluting stent, synergy xd monorail (per site reporter).